Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was microscopically examined, and the pump tubing was cut down to the pump block. The pump passed the leakage testing. The pump did not pass the activation tests. The cylinders were microscopically examined and had wear at a fold in the middle and distal end of the cylinder. The cylinders passed leakage testing. The reservoir passed visual and leakage testing. This investigation is assigned a most probable conclusion code of cause traced to component failure.